Event description:
It was reported that the atrial lead has no sensing bipolar, so the device was programmed to unipolar. Due to the patient's age, the physician elected to not extract the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.